Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped functioning due to a crack and fluid exposure. The patient's blood glucose at the time of incident is unknown. The customer stated that he was not injured or hospitalized, and he declined troubleshooting for the event. His local medtronic representative has already made the preparations to upgrade the customer's pump, and the customer had received a loaner pump to use in the meantime. No products were returned.